Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the roller pump generated a "cover open" error message although the cover was closed. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.